Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the crocodile clip of the cable did not open and close properly. The cable was sterilized just one time. The clip remains open making it hard or not possible to measure the lead. The user attempted to rectify the issue by opening and closing the clip several times. The cable is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cable was returned for service.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the clips of the cables did not open or close properly. It was also found that there were large amounts of blood on the cables. It was noted that all continuity tests were okay, there was correct resistance, and no intermittent or shorted connections were found. If information is provided in the future, a supplemental report will be issued.